Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. Zip code and address are not indicated at this time. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was more rigid than normal affecting the course of the delivery and the posterior capsule ruptured. Additional information has been requested.